Event description:
A malfunction occurred on the pump, as reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted with the reset, and assured the customer that they could continue using the pump. It was also advised that the customer should reach out if the malfunction recurs, which the caller understood and acknowledged.